Event description:
A healthcare facility reported that a small foreign body seemed to come from the tip of their phaco handpiece during surgery. This event has occurred several times. It is unknown if the particles entered the eyes of the patients. No additional information has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).